Event description:
User reports issue with discrepant sodium results. Two patient examples reported. Patient 1, initial result 129 mmol/l, repeated three times gave 130, 137 and 136.5 mmol/l. Erroneous results were reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine root cause. Performance tests performed which were within specification.

Event description:
User reports issue with discrepant sodium results. Two patient examples reported. Patient 2, initial result 123 mmol/l, repeated five times gave 123, 132, 126, 132 and 132 mmol/l. Erroneous results were reported. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine root cause. Performance tests performed which were within specification.